Event description:
It was reported that a revision surgery has been scheduled to remove a hip stem. No further information was provided.

Manufacturer narrative:
Further information received indicates the devices implanted were not smith & nephew devices. No further actions will be taken at this time. (B)(4).